Event description:
The customer stated that one patient sample ((B)(6)) generated false positive results for the architect troponin assay. The customer is using a cutoff point of 0.03 ng/ml and the patient sample generated a positive result of 0.510 ng/ml. The same patient sample was retested with negative results of 0.006 and 0.007 ng/ml. The physician suspected the false positive result and did not initiate any treatment or impact to patient management.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Accuracy testing was completed using retained kits of the reagent lot in question and acceptance criteria were met, which indicates acceptable product performance. Review of ticket trending and lot search data did not identify atypical complaint activity related to discrepant patient results. As a result of the evaluation, no product deficiency was identified to be related to this issue. No product malfunction could also be suggested since retest of the original samples produced acceptable results.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.